Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump's black box revealed rebooting events. No damage was noted to the battery compartment or battery cap. The battery cap was able to be properly secured to the pump. The battery cap contacts were found to be within specification. The pump successfully performed a prime sequence and 24-hour exercise test without issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power loss issue. It was reported there was no damage to the battery compartment or battery cap, and there was no evidence of moisture within the pump. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.